Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior the day of the treatment. Review of the logfiles for the day of treatment shows no errors or warnings that could contribute to the reported event. The logfile shows all treatments were finished successfully on that day. The user operated surgery with the recommended standard energy settings. No deviation between planned and performed energy is detectable. No abnormality regarding z-offset setting can be identified. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A health professional reported that during creation of the lasik flap in the left eye, there was vertical gas breakthrough. This caused a large area of the flap to be incomplete, as well as a thin flap. The surgeon was unable to lift the flap. The procedure was aborted and will be rescheduled at a later date. There were no issues during the treatment of the right eye. Additional information has been requested.